Event description:
Event: placement of stent in graft and wire caught on hooks. Event details: during the procedure, both wirewrap and contralateral wire entanglement in the graft hooks were encountered. A 180 degree graft rotation was observed. Two overlapping stents were placed in the left limb, extending from the graft bifurcation to the distal attachment system. The left limb was noted to be narrow right at the graft bifurcation, as well as approximately 2mm proximal to the attachment system. The graft was successfully implanted.